Event description:
Information received by medtronic indicated that the insulin pump was no longer working. Customer stated that the insulin pump had insulin pump error alarm. Customer stated that they were experienced high blood glucose level but customer was not using the insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with insulin pen. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.